Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation, the balloon began leaking contrast and noted to be ruptured. The procedure was completed with a 4x220 sterling balloon catheter. There were no patient complications reported.